Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: (B)(6), UDI#: (B)(4).; product ID: bi71000180r, serial/lot #: (B)(6) rev. 3 h3: a medtronic representative went to the site to test the equipment. The manufacturer representative (rep) adjusted ps1 to in-range voltage tolerances. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned enclosure motion control. It was installed in a test system and passed calibration. The system initialized, motion generator communication and charging all readied. Imaging readied. No faults or failures found. H6: b01, c13 and d02 apply to the system checkout. B01, c19 and d14 apply to the returned concomitant product ID: bi71000180r. B17, c20 and d15 apply to the concomitant product ID: bi71000450 this regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used intraoperatively in a sacroiliac and thoracolumbar procedure in which there was patient involvement. It was reported that the system was unable to take an exposure. The system was rebooted and was eventually able to take an exposure. There was no impact to patient and surgical delay time was less than one-hour.